Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches, shortness of breath, skin irritation, blistering around nose couch, sinus infection, and upper respiratory problem. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In section h6, component code, type of investigation, investigation findings, investigation conclusions has been added.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, shortness of breath, skin irritation, blistering around nose couch, sinus infection, and upper respiratory problem. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. Pil did find evidence of sound abatement foam degradation which was observed in the base unit. No errors were found in the unit's device logs. Fine white contaminates found at the air inlet, inside the blower box, on the back panel iso seal, on the motor casing, and motor impellers. Fibrous contaminate found on the top cover near the air inlet, font panel, bottom casing, iso port, blower box chimney, and the blower box top cover seal. Large mass of fibrous contaminate found inside the blower box, wrapped around the blower motor shaft. Slight black contamination was found at the blower seal of the blower box, and it is consistent with the keratin contamination observed. The manufacturer concludes that they could not confirm the customer's allegation and there was visible foam degradation.